Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. Investigation summary : the product has not returned to j&j medtech orthopaedics, however a photo was provided for evaluation. Visual inspection of the returned photo found the needle broken at the distal end with the plate still attached. No other anomaly could be observed. The overall complaint was confirmed as the observed condition of the truespan 24 degree plga would have contributed to the complained device issue. Based on the investigation findings, the potential cause for the device condition could be traced to the procedural variables, such handling of the device or product interaction during procedure: it is possible that when the needle was inside the joint and the needle tip was maneuver to desired location for optimal approximation, the needle was leveraged, therefore causing stress and a mechanical deformation which can have caused breakage of the needle. As per instructions for use (IFU); during needle insertion use a malleable graft retractor or slotted cannula to prevent the needle from catching on or damaging soft tissue. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that during an arthroscopic rotator cuff repair (arcr) procedure for the left knee it was observed that the needle of the truespan 24 degree plga device broke off. It was reported that any foreign bodies within the joint were removed and the surgeon confirmed that no foreign bodies were remaining in the body. The surgeon then used a truespan 12 degree plga device, however, the device was unable to be deployed because the suture became caught. Another device was used to complete the procedure. It was reported that there was a less than 30-minute delay in the procedure due to the event. There were no adverse consequences to the patient. No additional information could be provided. This is report 1 of 2 for (B)(4).